Event description:
It was reported that following the implantation of a retroarc sling the patient experienced mild difficulty emptying bladder. The patient was discharged with a catheter on (B)(6) 2015 and the patient returned the next day to have the catheter removed the event is considered resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications have been reported in relation to this event.

Manufacturer narrative:
Additional information: this supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4).

Event description:
Additional information received indicated that the event was resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications have been reported in relation to this event.